Event description:
It was reported that the pacing impedance has been increasing on the right ventricular (rv) lead. Over-sensing of noise was seen as well. No intervention was performed. The patient is being monitored. No patient symptoms were reported.